Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the insulin pump was facing his body in the sun prior to the error alarm occurring. Blood glucose level at the time of the incident was 136 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.